Event description:
It was reported that thresholds could not be measured. The lead was replaced and the surgery went well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.